Event description:
Esophyx device making weird "gargling" noise and leaking from tissue mold after initial insertion into esophagus. This is a device we put down patient's esophagus when doing a transoral incisionless fundoplication procedure. Md also stated it wasn't insufflating well. The odd noise, the leaking, and the poor insufflation seem to point to a possible defect from the device itself.